Event description:
On 09/06/2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on 09/16/2009 and obtained the following information. The patient reported that on the day of event in 2009, she obtained blood glucose readings of "198 mg/dl" with the subject meter and "90 mg/dl" on another device (another onetouch ultra meter), performed between 10-30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient stated that in response to the alleged high result, she took 20 units of humulin 70/30 insulin. At the time of troubleshooting, the customer care advocate (cca) noted that the patient claimed she developed symptoms of "pulling in neck and vision" sometime after the alleged issue began that day. During the follow-up call the mss was unable to verify the specific symptoms the patient developed; however, the patient stated that she was treated with oral glucose by an hcp during a visit to the emergency room. The patient reported that her blood glucose was low when tested with the ER/hospital meter, but she did not recall the actual value obtained. At the time of troubleshooting, the cca noted that the patient was using the incorrect testing technique and cleaning the puncture area improperly. The cca also discovered that the subject meter's code number did not match the code on the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.